Event description:
Customer reported erroneous high access toxo igg (toxoplasma gondii immunoglobulin g antibodies) test result was obtained for one pt sample when using the access 2 immunoassay system. The erroneous test results were reactive. The initial test results were questioned by the laboratory staff. Repeat analysis was performed. The test results were non-reactive when tested with the same and a different reagent pak. These test results were consistent with the clinical presentation of the pt. Test results were reported out of the laboratory. Affect to pt treatment is unk. No reports of death or serious injury as a result of this event.

Manufacturer narrative:
Sample collection and processing info was not provided. Quality control (qc) level 1 for toxo igg initially recovered out of specifications high prior to the event and recovered within specifications upon repeat analysis. Qc resulted within specifications after the event. The customer had on-going toxo igg qc level one high recovery issues prior to this event. Customer technical support (cts) recommended to the customer to load a fresh reagent pack on the instrument prior to testing. Qc recovered within specifications when a new reagent pack is loaded. The customer noted no other assay issues, no event log errors associated with the erroneous pt result, no system check issues, and no other affect to other pt results. On (B)(4) 2009, the field service engineer evaluated the analyzer and validated alignments to the reagent pipettor and probes. Aspirate and dispense probes volume checks were performed which all met specifications. Vacuum pressure, mixer speed, and ultrasonics voltage were verified. Noted system checks had been within specifications weekly and was within specifications after the service visit. Root cause was not determined. This reportable event was identified during a retrospective review conducted between 01/01/2008 and 10/23/2010 of complaints for additional reportable events.